Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope adhesive joint of the bending rubber was chipped. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.